Event description:
Reporter stated that some of the segments, in the device's numeric result display, are missing. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.